Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The patient emailed on (B)(6) 2024 and provided the pod lot and serial number. D4 - lot # unavailable to ph1k07042311 d4 - serial # unavailable to (B)(6), d4 - expiration date unavailable to 1/4/2025 d4 - primary UDI number (B)(4). H4 - device mfg date unavailable to 7/4/2023.